Event description:
It was reported that this pacemaker exhibited out of range (oor) pace impedance measurements on both the right atrial and right ventricular channels, greater than 3000 ohms on the day of implant. It was noted that the device was implanted a few days following being taken out of storage mode. Technical services (ts) reviewed device data and noted that the pace impedance measurements at implant were normal per the trend graph, however, there were four days of oor pace impedance measurements prior to implant that were not posting in latitude and explained that if daily measurements are not programmed off the device starts to perform them. Ts noted that the presenting electrogram (egm) indicated normal rhythms, and a patient-initiated interrogation (pii) could be done to provide more information. No adverse patient effects were reported. This pacemaker remains in service.